Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) developed bleeding from the scrotum, which was thought to be a scrotal hematoma. The patient was seen in the office, where the blood was drained, several stitches were placed into the area where the drainage was coming from and antibiotics were prescribed; however, several days later, the physician noted purulent discharge and suspected infection of the penile implant and scrotum. The patient was directed to the emergency room, where he was stabilized with IV antibiotics and subsequently underwent a surgical intervention. During the procedure, all ipp components were removed. A marked amount of scar tissue was noted, as well as a pseudocapsule around the reservoir. The scrotal tissue was described as inflamed and indurated, with purulent discharge observed, and an abscess was identified. A scrotal wall debridement was performed, followed by reconstruction and placement of a drain. Postoperatively, the patient was instructed to continue IV antibiotics, maintain the drain until drainage decreased significantly, and use oral analgesics as needed. No further patient complications were reported.

Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) developed bleeding from the scrotum, which was thought to be a scrotal hematoma. The patient was seen in the office, where the blood was drained, several stitches were placed into the area where the drainage was coming from and antibiotics were prescribed; however, several days later, the physician noted purulent discharge and suspected infection of the penile implant and scrotum. The patient was directed to the emergency room, where he was stabilized with IV antibiotics and subsequently underwent a surgical intervention. During the procedure, all ipp components were removed. A marked amount of scar tissue was noted, as well as a pseudocapsule around the reservoir. The scrotal tissue was described as inflamed and indurated, with purulent discharge observed, and an abscess was identified. A scrotal wall debridement was performed, followed by reconstruction and placement of a drain. Postoperatively, the patient was instructed to continue IV antibiotics, maintain the drain until drainage decreased significantly, and use oral analgesics as needed. No further patient complications were reported.

Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4). Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected, functionally and leak tested. The pump passed the microscope and leak tests, however, did not pass the activation tests. The cylinders were microscopically inspected, and leak tested. The microscope test found that both cylinders had wear at fold in the distal end of the cylinder. No leaks were identified. The reservoir was microscopically inspected, and leak tested. No anomalies were found with the reservoir. Based on the information available, there was no report of a device performance allegation during treatment, and the reported patient symptoms are known risks associated with implant of these device as indicated in the instructions for use (IFU).